Event description:
It was reported that a pump delivered under infusion of unknown medication of unknown amount. The customer has stated that there was no patient injury. No further information available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The reported symptom of under infusion could not be reproduced during baxter evaluation. The unit passed flow rate tests with the preventive maintenance procedure and all additional flow rate tests including upstream occlusion and downstream occlusion tests met design specification per spectrum service manual. Other additional tests could not be completed due to constant reload set alarms.